Manufacturer narrative:
After further review,in this complaint battery was expired,making it non reportable to the FDA.as a result,no follow up emdr is necessary.please cancel in your database.

Event description:
After further review,in this complaint battery was expired,making it non reportable to the FDA.as a result,no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) during routine check battery backup too low. There was no patient involved.